Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: e1 (phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed. Therefore, a root cause could not be found and there was not any probable cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process: lamp does not light (non-reproduction). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the olympus asset visera elite xenon light source the light bulb cannot light up. There was no report of patient harm or user injury associated with this event.